Manufacturer narrative:
Medwatch (mw5097141) received by the FDA on 12/4/2020. It was reported, "medical device clipper charger was plugged in while resting on metal shelf and began to smoke. Once identified it was unplugged and removed from service." Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There was no medical intervention or serious injury originally reported related to this event. The sample has not been returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, "medical device clipper charger was plugged in while resting on metal shelf and began to smoke. Once identified it was unplugged and removed from service."

Manufacturer narrative:
H6 type of investigation- 4109, 4112. H6 investigation conclusion- 22. H10 investigation report reads as follows, 01/05/2021 10:32:14. "Although a physical nor visual sample was received for this complaint, the reported concern was confirmed, as this is a known issue with older charging bases. This issue has since been mitigated with the newer clipper bases. A retrospective review of the past year for this product indicated that this is a known issue. The division will continue to monitor this issue for trending."

Event description:
It was reported, "medical device clipper charger was plugged in while resting on metal shelf and began to smoke. Once identified it was unplugged and removed from service."